Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) was explanted. It was also reported that the right atrial (ra) lead and right ventricular (rv) lead were explanted due to infection and the pacing system replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.